Manufacturer narrative:
Device received with blank display due to cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Device passed sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No replace battery alert noted during testing or in the device trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s display was flashing and alarming a replace battery. The device was dropped and had hit the floor. It was also reported that the display was blank. The customer¿s blood glucose during the incident was 5.6 mmol/l. Troubleshooting was performed. There was a crack on the control pad that goes around from the side of the device until the back. The insulin pump will be replaced and returned for analysis.